Manufacturer narrative:
There was no reported pt impact associated with this complaint. It was reported that the keypad buttons were unresponsive. The pump was returned to animas. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. During investigation, it was found that the audio bolus button was intermittently unresponsive, and there was evidence of contamination under the audio bolus button key contact.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that the pump has locked itself multiple times over the last 3 days. In an attempt to unlock the pump, the pt stated that he presses and holds the up arrow and down arrow keypad buttons, with no response. The pt reported that he has to disconnect from the pump and re-boot to get it to unlock, as the buttons are unresponsive. He also stated that the audio bolus button has been intermittently unresponsive for the past month. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that he wears the pump in his pocket.